Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the physician placed the cpr3 head at the pocket level to interrogate the device he found a noise-pacing inhibition pattern in the aida memories.

Event description:
Reportedly, when the physician placed the cpr3 head at the pocket level to interrogate the device he found a noise-pacing inhibition pattern in the aida memories.

Manufacturer narrative:
Preliminary analysis revealed that the oversensing episode recorded was related to pacemaker hardware specifications.

Event description:
Reportedly, when the physician placed the cpr3 head at the pocket level to interrogate the device he found a noise-pacing inhibition pattern in the aida memories.